Event description:
During a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Provocative maneuvers were performed; the noise was reproduced. No additional intervention has been performed. The patient was stable and will continue to be monitored.